Event description:
The customer reported the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation circuit boards were evaluated and reseated. The power supply was adjusted. The system was tested and found to be working as intended and returned to service.